Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) at the time of this analysis the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates the device reached elective replacement indicator on (B)(6) 2010. The device is part of the advisory for this model. Evaluation summary (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates the device reached elective replacement indicator on (B)(6) 2010. The device is part of the advisory for this model.

Event description:
It was reported the device had reached early battery depletion. The device will be explanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) at the time of this analysis the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates the device reached elective replacement indicator on (B)(6) 2010. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device had reached early battery depletion. The device was explanted. No patient complications have been reported as a result of this event.